Event description:
The customer reported the transducer displayed a probe error in both hand and foot mode when preparing the device for use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The olympus service center confirmed that the returned transducer was not working and a probe error was present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the root cause of the reported issue cannot be determined at this time; however, according to the device's instructions for use (IFU), possible situations related to the reported failure are as follows: regarding check probe illumination, possible causes may be "the probe is loose" or "the probe has failed or has a crack." Troubleshooting this problem includes "remove the probe and clean the mating surfaces of the probe and transducer. Reattach probe using the wrench," or " replace probe." For the problem with error indicator illumination, "the transducer may have malfunctioned." Troubleshooting this problem includes "reboot generator by turning power off and then back on. Plug in a second transducer to the generator." The device IFU also states: "do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result." Olympus will continue to monitor the field performance of this device.